Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who said the implant is not working very well or at all as they've seen an increase in lack of control. They noted being in a hospital environment (hospital visit was not for the patient) as well as being on an airplane. They thought they had it down and was hesitant to go through the security scanners; compatibility information was reviewed. The reason for call was to request assistance with increasing amplitude. During the call, the patient had access to their patient programmer (pp) and synched to their ins which showed stimulation was on; they were at 2.6v on program 1. They have the ability to change programs and/or adjust stimulation so it was increased to 3.1v where they reported feeling stimulation at a comfortable level. As a result of what was reported, they were redirected to their healthcare provider (hcp) if the problem does not resolve and to address symptoms/direction as necessary. The patient noted the issue occurred about a month prior to the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they didn't think their implant was working because it was working so well before and now it wasn't helping control their symptoms and they didn't feel any stimulation; this issue started occurring about two weeks ago. Since implant, the ins itself never felt right from the beginning and it got to the point where if they sat down, the ins would catch on a chair. The ins "started working its way out of [their] skin" so they ended up implanting the ins deeper about three weeks ago. At the time of the call, the patient had their patient programmer (pp), but it wouldn't power on; they didn't have new batteries at the time of the call so they will get some and call back for assistance checking their settings/possibly making an adjustment. The patient also asked about airport security guidelines and mentioned having been in the airport about four times in (B)(6) 2018. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back after obtaining new patient programmer (pp) batteries and encountered a power on reset condition. The patient mentioned having an x-ray of the hip as well as an ins revision. According to the patient they had not had symptom control since the revision and their symptoms have gotten worse since the revision. Additionally, the patient noted that when they get out of bed and "walk about 12 feet" to the bathroom they had already urinated. Prior to the revision the patient indicated that they had been wearing a small liner, but since the patient is back to wearing "big pads." The patient noted that the revision was due to the ins "working its way up to the skin and was very uncomfortable and painful." The patient's healthcare provider (hcp) moved the ins deeper. Patient status is unknown at the time of this report. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that since getting por stimulation was restarted and it was too strong and painful. The patient reported that from (B)(6) to (B)(6), it was set at 2.6 and it was wonderful but from (B)(6) to (B)(6) it had not worked and it had not helped her symptoms. The patient wanted assistance to turn it down. The patient noted that she went into the office and had to reset it like 3 times because it kept not wanting to hold a charge, kept kicking off, quitting, dying, stopping so the health care professional (hcp) stated that the patient should be careful using the patient's programmer because that might kick it off again. The patient was set at 1.26 but the hcp put it on 1.28 but 1.28 was too strong and painful so the patient would like to go back down a notch but she was terrified to use the patient programmer. Troubleshooting attempts were made and it was confirmed that the ins was on and the patient turned stimulation down to 1.26. The patient confirmed that she felt fine now. It was reported that the patient felt like a sharp shock, like a snap you could almost hear it down like 4 inches in her left hip closer to the crack and it was the size of a half dollar. The patient mentioned that she decreased it and it went away but she was still sore and felt real bruised. The patient confirmed it had been so bad, prior to decreasing, she almost could not sit in a chair and she had requested tramadol for when she goes to bed at night. It was noted that the patient could hardly wear a pad or have the pad touching her so she had to take the pad off. The patient also reported that life was really good before they put it deeper and just the incision area was sore. The patient stated that her hcp had done 6 shots around the implant on (B)(6) to keep the ins from popping out. The patient thought it was antibiotics or steroids. The patient mentioned that since the surgery to put it deeper on (B)(6) 2018 it had started working its way out again. The patient reported that after it was implanted deeper she went to the hcp because it was seeping a lot, so much it would go through her underwear and through her clothing to her shirt. The patient had been on antibiotics and it kind of stopped. It was reported that 3 weeks after finishing the antibiotics, when the hcp was resetting it, the hcp stated that her incision looked a little infected so she was put on antibiotics again. The patient indicated that she needed to see her ortho hcp who did an x-ray and her hip looked fine but they gave her a shot of cortisone and now her hip was feeling better. It was indicated that the patient kept noticing it getting worse and worse and her hcp said it may be bad batteries. It was clarified that the patient was talking about the battery that was in her. The patient was redirected to their hcp. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they ¿had trouble, her body kept rejecting it¿. The issue started ¿3-4 months after implant ((B)(6) 2018). The patient stated that it ¿kept working its way up to the skin¿ and it was really painful. They indicated that they were allergic to nickel and had asked before having surgery and was told there was no metal. They mentioned that the device worked great and that ¿her body just really didn't like it¿. The patient further reported that they had it put in and two weeks later, ¿it was put in permanently¿. The noted that it was okay for a while, but they had to watch how they sat down because it was painful. As interventions already performed, the patient doctor ¿put it in twice¿. They put it in deeper and then deeper again. The patient mentioned that you could see the ins ¿sticking out of the skin¿ as there was a bump but it did not penetrate the skin. The patient stated that they had the device system removed the week of the (B)(6) 2019. They also reported that they had surgery on (B)(6) 2019 but they did not know if this was for the device or when they had their thumb joint replaced. The patient reported that there was pain and, every once in a while, soreness on the outside of the skin and that it was seeping. This issue was noted as a gradual onset. There were no further complications reported or anticipated.